Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause is the dso sensor. A DHR review and service history review was unable to be performed as the serial number was not provided. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that a high-pressure alarm occurred. Changing to backup pump did not resolve the issue. The user switched to new cassette and extension tubing which resulted in the same alarm. A new cassette was used with the first pump but the high-pressure alarm persisted. The pump stopped alarming high-pressure when disconnected from the central line. The patient had to go to the emergency room for line evaluation. No patient injury was reported.